Event description:
The customer reported that the heart rate did not run parallel with the pulse and for about a week or so, there was no heart rate displayed.

Manufacturer narrative:
(B)(4). The customer reported that the heart rate did not run parallel with the pulse and for about a week or so, there was no heart rate displayed. Inaccurate heart rate, if it was received, could lead to a serious injury or death because there could be a failure to alarm if a pt needed additional therapy due to a high or low heart rate. This device is designed to give an inop if no heart rate can be displayed, so the lack of heart rate value does not pose a health risk. Based on the available info we will report this issue. A philips field service engineer (fse) went to the customer site and replaced the cable resolving the issue. There is no indication that there is any design problem, any mfg or materials problem. No further investigation or action is warranted at this time.